Manufacturer narrative:
Physician performed the minerva endometrial ablation procedure in patient that underwent a previous hta endometrial ablation. Performing a second endometrial ablation in any patient population is contraindicated as outlined in the contraindications section of the minerva IFU, which specifically states: "the minerva endometrial ablation system is contraindicated for use in a patient with a history of endometrial ablation and/or resection (including endometrial ablation/resection performed immediately prior to minerva procedure) regardless of the modality by which it was performed." Limited available information also suggests that the minerva procedure was potentially performed while the minerva device was inadequately deployed, with the array opening indicator is in the red zone. The contraindications section of the minerva IFU specifically states: "the minerva endometrial ablation system is contraindicated for use in a patient where the array opening indicator is in the red zone following deployment of the minerva disposable handpiece." A device history record (DHR) review was conducted for the reported handpiece lot number. The handpiece upon released meeting all qa specifications.

Event description:
(B)(6) year old pre-menopausal woman suffering from menorrhagia secondary to aub with history of a prior hta endometrial ablation performed approximately 2 years ago, underwent a minerva endometrial ablation procedure. Upon device deployment, the array opening indicator was in the red zone. Doctor performed device seating manipulations and was able to get the dial into the green zone. The uit was initiated, and passed successfully on first attempt. The ablation cycle started and was completed without interruption. The cervical balloon was deflated, device unlocked and removed. Post-ablation hysteroscopy revealed a defect in the upper left fundal region of the uterus through which doctor observed bowel structures. The patient was discharged and instructed to contact the doctor if recovery period is anything other than normal. The next day the patient was admitted to the hospital for observation. CT-scan was performed and indicated presence of free fluid in the abdominal cavity. Two days later, the patient (while not being septic) did not show evidence of improvement and was taken to surgery. During surgery, thermal injury to bowel structures was identified. A small fundal perforation in the uterus was also identified. The patient underwent bowel resection with ileostomy. The patient recovered and was discharged.